Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported by the doctor that the unspecified bd¿ 22g catheter had foreign matter- oil when opened the package, and accumulated on the surface of the skin during puncturing. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Describe event or problem: it was reported by the doctor that the bd angiocath¿ IV catheter had foreign matter- oil when opened the package, and accumulated on the surface of the skin during puncturing. Found during use. No reports of serious injury or medical intervention noted medical device brand name: bd angiocath¿ IV catheter. Medical device manufacturer: juiz de fora, brazil. Medical device catalog #: 381137. Unique identifier (UDI) #: (B)(4). Manufacturing location: juiz de fora, brazil. Medical device lot # 7054853. Medical device expiration date: 02/28/2022. Device manufacture date: 02/23/2017. Investigation results: two investigations were carried out on this complaint. First investigation summary: our quality engineer was able to verify the presence of silicone drops in the catheter through analysis. The conclusion of the investigations of this complaint does not require the presence of physical samples, the photos that are attached are sufficient for the determination of the defect, not altering the investigation carried out. According to visual analysis of received photos, it was possible to verify the presence of silicone droplets on the catheter. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. The root cause was determined to be excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. A corrective action project has been initiated to investigate the issue. Second investigation summary: flks received (2) angiocath samples without any packaging. Both received samples were examined and both exhibited clear droplets of material on the catheter. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of silicone. DHR/ qn/ ncmr review: the final assembly batch: 6334554 produced in 12/01/2016 the 12/06/2016, 6361826 produced in 01/18/2017 the 01/26/2017 and 7025895 produced in 01/26/2017 the 01/31/2017 used in the claimed final product batch: 7054853 of angiocath 20g x 1.88in were tested for presence of "foreign / no-foreign matter" and were not evidenced records of this defect. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of this defect for the lots involved in this complaint, according to the DHR of the lot above. Based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. The CAPA # 82171 that was opened to treat the clogged needle complaints of the angiocath it will also cover the complaints of excess silicone over the angiocath product catheter, since the validations of the tippers machines were included among the corrective actions, with the objective of reducing the amounts of excess silicone dispensed on the catheters during the catheter tipping process. Thus, it is believed that the amount of silicone that is visually observed as droplets on the catheter will be considerably reduced which may result in improvement in the visual aspect of the product to the customer.

Event description:
It was reported by the doctor that the bd angiocath¿ IV catheter had foreign matter- oil when opened the package, and accumulated on the surface of the skin during puncturing. Found during use. No reports of serious injury or medical intervention noted.